Event description:
It was reported that during implant attempt of the leads, there was difficulty with acute retraction of the lead/helix from the tissue after initial placement and testing. Despite counter-clockwise rotations of the entire leads, the physician was unable to retract/disengage the lead helix from the endocardium. The leads were eventually free and the helix had visible damage. The leads were removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the helix of the lead became extrinsically distorted due to pulling/ stretching/overstress. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).